Event description:
It was reported that the customer's insulin pump alarmed during prime/fill and insulin squirted out. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.